Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphoma - alcl - suspected and seroma - late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: " seroma fluid which was biopsied and has tested positive for alcl".

Event description:
Patient reported right side "exchange from textured to smooth due to concern with the product" and "seroma fluid which was biopsied and has tested positive for alcl;" pathology has not been received and the markers of cd30+ and alk- have not been reported or confirmed. The device remains implanted.

Event description:
Patient reported right side "exchange from textured to smooth due to concern with the product" and "seroma fluid which was biopsied and has tested positive for alcl;" pathology has not been received and the markers of cd30+ and alk- have not been reported or confirmed. Further reported by the patient is that they were "tested to rule out alcl. Patient stated the testing came out negative." The device has been explanted.

Event description:
Further reported by the patient is that they were "tested to rule out alcl. Patient stated the testing came out negative." The device has been explanted.

Manufacturer narrative:
Previous medwatch submission noted lymphoma-alcl suspected. Upon review of supplemental information received from the initial reporter, allergan medical safety has determined that there is no malignancy.